Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported he has to undergo mris due to syncope. The patient was unaware of the cause of his syncopal episodes and noted it could be due to low rate, true syncope or neurocardiogenic syncope. The field representative was unable to obtain further information from the clinic. The pacemaker remains in service and no additional adverse patient effects were reported.